Event description:
It was reported the implant was discovered missing from the vial during the procedure, therefore it was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (ct3110) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The reported event is non-verifiable with the information provided. As the circumstances of device delivery could not be recreated. The alleged coob could not be verified. Based on the evaluation, the packaging malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number (1252001). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1252001) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (missing components) and the complaint is not related to the functional performance of the product. The most likely cause of the event is handling of the packaging, as the mentioned risks are associated with the packaging process. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.